Manufacturer narrative:
An evaluation of the treatment tip indicated there were no causals or defects found. The tip surface and dielectric membrane are intact. An evaluation of the data card indicated error messages were prompted during treatment to alert the operator of the treatment tip not being in full contact with the patient's skin, failure to follow on-screen instructions, rf noise, poor rf delivery efficiency, and lack of full contact with patient's skin. A failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment. Based on the updated information received regarding the patient's outcome, it has been determined that this was not a serious injury as no scarring or permanent damage occurred.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient was treated on the lower cheeks and jawline and noticed blisters/papules on the mid cheek approximately two hours post treatment. There was no skin change noticed during or immediately post procedure. The patient has not undergone any other treatments in the same symptom area. The patient was recommended to moisturize, avoid the sun, and use bacitracin. The patient applied makeup over the blisters. In the physician's opinion, the blisters will probably heal without permanent scarring. The blisters are resolving. Reportedly, there were no system errors and nothing out of the ordinary was noticed during treatment. The treatment tip surface was inspected by the user prior to and during the treatment and nothing was noted.